Manufacturer narrative:
The anti-hbc reagent lot number and expiration date were requested but not provided. The field service engineer (fse) repaired a damaged reagent probe tubing. The fse did an instrument check and the analyzer was performing back within specifications. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter questioned low results for "all the assays" on a cobas 8000 e 801 module. The customer provided an example of discrepant low results for one patient sample tested for anti-hbc. The initial result was 0.006 mmol/l. The repeat result was 1.830 mmol/l.